Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2022. During the procedure, the image of the three spyscope ds ii was lost within two to three minutes during cannulation of the bile duct. They tried to turned off/on the controller for several times and the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as result of this event.